Manufacturer narrative:
Concomitant medical products: 5076 lead, 4298 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing on the right ventricular lead. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.